Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge patient line separated from the luer lock. The customer was unsure of how the damage occurred, as the customer was bicycling when the issue occurred. There was no impact to the customer's blood glucose level.